Event description:
It was reported that during a routine check of the cs100 intra-aortic balloon pump (iabp) an alarm "iab loop leak" occurred and the k6k7k8 combination is judged to be faulty. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and replaced the safety disk. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.a supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a routine check of the cs100 intra-aortic balloon pump (iabp) an alarm "iab loop leak" occurred and the k6k7k8 combination is judged to be faulty. There was no patient involvement and no adverse event was reported.